Event description:
It was reported that the patient experienced a scrotal infection two weeks after placement of an inflatable penile prosthesis. The pump was removed and an antibiotic washout was performed. The cylinders and reservoir were left implanted for future use. The patient had no further issues. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a scrotal infection two weeks after placement of an inflatable penile prosthesis. The pump was removed and an antibiotic washout was performed. The cylinders and reservoir were left implanted for future use. The patient had no further issues. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.